Event description:
Customer reportedly obtained results of 290 mg/dl, 181 mg/dl, 336 mg/dl, and 161 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect device, however, caller states strips are unavailable for return.